Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances contacts. The physician has recommended that the paddle lead be replaced.

Manufacturer narrative:
Additional information indicates that the patient is recovering from a non-device related back surgery and will not have a revision at this time. No further action will be taken at this point. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances contacts. The physician has recommended that the paddle lead be replaced.